Manufacturer narrative:
A ge service rep performed an on site investigation. The power cable to cine drive was reseated. The system was then found to be operating as intended.

Event description:
The customer reported a cine disk unavailable error message. The cine function was not operational. No pt injury was reported.